Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that their implant is not working real well. Patient reported they fell and had a spinal impact and they put patient on a prednisone dose pack and that screwed up their medtronic to the point where their urine just runs out all the time. The patient stated this started after the fall and stated they think this could be related to their spinal cord. The patient stated their therapy is on and they have not changed their therapy settings in a couple of years. Reviewed therapy overview. The patient was redirected to their healthcare provider to further address the issue. Patient provided event date as about 4 weeks ago.